Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was performed and failed due to usb connector damage. A receiver boot test was performed and passed. A manual sound test was performed and passed. Functional tests were not performed due to usb connector damage. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was not downloaded for review due to usb connector damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.